Manufacturer narrative:
No product was received for evaluation. A supplier corrective action request has been opened to address this with the contract manufacturer. An 806 notice has been provided to the FDA.

Event description:
A report was received on (B)(6) 2024 from a healthcare professional at a critical care facility, who stated a dialysate bag broke and the solution splashed onto the face of a staff member when initiating renal replacement therapy on (B)(6) 2024. Additional information was received on 15 jul 2024 from a healthcare professional stating there was no adverse impact to the user or patient.